Event description:
The customer's mother reported via phone call that the customer hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was over 400 mg/dl. He complained of vomiting, presence of ketones, and nausea. He changed his site 2 days prior, and the next day his blood glucose shot up. He was treated with fluids and an insulin drip. The device also alarmed no delivery multiple times in the last few days. She stated that the alarm was resolved by a complete set change. She declined to return the infusion set and reservoir for analysis. The caller also later reported that the insulin pump alarmed motor error during a bolus delivery. She stated that the insulin pump may have been exposed to an x-ray machine. They were able to complete the rewind sequence. The customer was advised to discontinue use of the device, revert to a back-up plan, and replace the insulin pump, and she agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.